Event description:
The customer returned the device to physio-control thinking that it was part of a field action. During the performance inspection procedure physio-control observed that the device would not calibrate. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it was out of spec (on the high end) and it would not calibrate. It was also noted that the device had multiple "minor" error codes. Multiple attempts at calibrating the device failed. A replacement device was provided to the customer. Physio-control further evaluated the device's digital pcb assembly and verified the observed condition; however, the root cause of the reported failure could not be determined.